Manufacturer narrative:
Information contained on this report was previously submitted through 410 psr on (B)(6) 2019. A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: creases, partial delamination of orientation dot and deformation. Cloudy after autoclave disinfection process in the gel. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: partial delamination of orientation dot. Based on the device analysis the final assessment is partial delamination of orientation dot due to adhesive failure. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is seroma. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side "seroma with hard, tight dark bloody fluid and rippling". Device was explanted.